Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a drawer was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were not detected on bus. A field service engineer (fse) observed that there were no lights on the module controller. The fse disconnected the drawer boards to check if one was pulling down the module controller, but the issue persisted. The fse replaced the module controller to resolve and updated the firmware. All drawers and cubies tested successfully in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.